Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
One of the brush heads keeps falling off...comes loose in mouth- oral-b power toothbrush [device breakage]. Case narrative: consumer reported via phone that one of the brush heads keeps falling off, it comes loose in his mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
One of the brush heads keeps falling off...comes loose in mouth- oral-b power toothbrush [device breakage] . Case narrative: consumer reported via phone that one of the brush heads keeps falling off, it comes loose in his mouth. No injury was reported.

Manufacturer narrative:
On 30-jun-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
One of the brush heads keeps falling off...comes loose in mouth- oral-b power toothbrush [device breakage] product counterfeit- oral-b [product counterfeit]. Case narrative: consumer reported via phone that one of the brush heads keeps falling off, it comes loose in his mouth. No injury was reported. On 30-jun-2025: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.